Event description:
Pt alleges consulting her dr because of concern of painful breast and bulging from the left breast. She had capsules in both breasts. Her dr advised her to have removal of implants and possible scar tissue or damage surrounding tissue occurring from the apparent leakage.